Event description:
A company service engineer was performing a software upgrade and noticed that the gantry moved down after the key switch was turned off. No patient involvement or injury.

Manufacturer narrative:
The company service engineer replaced the gantry motor. Awaiting analysis of returned component. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).